Event description:
It was reported that the probe emitter broke and was left in the patient. There was no medical intervention, no adverse consequences and no clinically significant surgical delay. The procedure was completed successfully.